Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturing representative on 2016-jun-20 indicating that there was no motor stall on this pump. During one week, the pump went from indicating it was 18 month left of lifetime, to suddenly stating that the lifetime of the pump was passed.there was no known reason for this. The pump was replaced. The patient did not experience any symptoms from the event. The patient was still ok.

Manufacturer narrative:
Analysis results revealed that the battery had high resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient in (B)(6) who was receiving lioresal (concentration 2000 mg/ml, dose 938.2 mcg/day) via an implantable pump. The indication for use was reported anoxic brain damage, and spasticity. An alarm due to elective replacement indicator (eri) was heard and confirmed by telemetry, the alarm occurred on (B)(6) 2016. The alarm was not expected as the patient had been in for a refill 3 days prior to this report date and at the time, eri said 19 months. The print report showed that the schedule to replace the pump by date as (B)(6) 2016. The patient did not experience any symptoms or complications. It was noted that the patient would be sent home and was to come back to the hospital the following day. On the day prior to this report date, another manufacturing representative was notified by the health care professional about a pump stall. The event date was reported as (B)(6) 2016 and the event occurred during servicing. It was reported that a non critical alarm occurred; premature eri, the alarm occurred on (B)(6) 2016 at 5:55p. Eri went from 19 m to eri occurred. The pump was part of battery performance field action. It was unknown as to what factors may have led or contributed to the issue. Diagnostics/troubleshooting was described as logs were printed (B)(6) 2016 at 6:45p. The doctor and nurse tried to solve the problem, logs were printed, additional actions taken were unknown. At the time of this report, the issue was not resolved. It was added that the pump was just refilled when it the alarm started and indicated that 90 days eri had passed. The patient got no symptoms of changed in administration/similar. No other symptoms of malfunction. The pump was to be replaced on the next day. Patient status was ¿alive ¿ no injury¿. Further, the patient was receiving effective therapy after the replacement which occurred on (B)(6) 2016. The explanted pump was being returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.